Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient developed an infection. The pacemaker and left ventricle lead were explanted and replaced along with two competitor leads. The patient was stable post procedure.